Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported high impedance measurements was likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
At this time, the lead has not been returned for evaluation. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this lead was an attempted implant that was not placed due to pacing impedances greater than 2000 ohms. The lead was withdrawn prior to pocket closure and an alternate lead was successfully implanted with the patient's new pacemaker. No adverse patient effects were reported.